Event description:
Note the following incident report was initially filed -online- with the u.s. Consumer product safety commission. They sent me an email claiming that they did not have jurisdiction. The stroller which caused the incident -see below- is apparently considered a "medical device" and therefore falls in the jurisdiction of the FDA. I point this out in the hope that the buck will stop here. My mother was sitting at the dinner table in her stroller - see product info, dropped a spoon, and backed up and reached over to pick it up. In the process of doing this, the stroller flipped over and she gouged her left calf on the metal flange of the left brake. It was a deep laceration over 5 inches in length and 1.5 inches wide at the widest. The laceration required 19 stitches. She also broke a bone in her left hand and has a cast up to her elbow for 6 weeks. The cause of the problem is twofold: first, the metal flange of the brake does not have a protective plastic cover on the exposed sides, which would prevent such injury. Also, the stroller was apparently assembled incorrectly, with the left braking wheel facing inside rather than outside. This made the metal surface closer to her leg. Nevertheless, a similar injury could occur if she had been standing next to the stroller, lost her balance, and fallen on the outside-facing wheel. Again, a suitable plastic protector could prevent this injury. Finally, it would be a simple matter to design the stroller so that when assembling it, reversing the direction of the wheels would not be possible. This is important because putting one or both wheels to the inside reduces stability and makes the stroller more likely to tip over. In this particular instance, my mother's injury is partly due to customer error in assembly, and partly due to the MFR not designing the stroller so as to minimize the probability of injury. Designing plastic protectors for the brakes and wheels that cannot be installed backwards, would not add substantially to the cost of the unit. I can send photos of the injuries and of the stroller, if this would be helpful. Dose or amount: na. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: limited mobility due to arthritis.